Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing frequent low blood glucose readings. A blood glucose level of 55 mg/dl was noted. The ilet device alerted for low glucose as expected. The user corrected the low readings with food. No symptoms were reported, and no medical intervention was required.